Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was returned in two pieces. Analysis of both portions found that the inner and outer insulations were damaged and the coils fractured distal to the suture sleeve tie impression as a result of clavicular crush. On the distal portion, insulation abrasions exposing the outer coil were noted at 3.6 cm to 4.2 cm and 36.1 cm to 36.3 cm from the distal tip. The abrasions were consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that via fluoroscopy, the previously capped right ventricular lead was noted to be fractured due to clavicular crush. No adverse events had stemmed from this fracture. The lead was explanted and replaced.